Event description:
A healthcare professional reported that a silent nite appliance broke. It was reported that the screws are stripped. No injury was reported.

Manufacturer narrative:
The complaint device has been returned and the investigation is currently ongoing. Once the returned device has been evaluated, a supplemental report will be submitted. Manufacturer reference: (B)(4).

Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The product was returned without the original case. The returned device was visually inspected, and clasp was observed to be broken. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the device is smooth; internal/external surfaces were smooth. Broken - the clasp appears to be broken. Delamination - layers were intact. Discoloration - the device appears clear. General cleanliness - the returned device appeared to have debris or foreign particles. Root cause description. Based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from hinge screw being loose. The manufacturer's internal reference number is: (B)(4). Corrected data in field d4.

Manufacturer narrative:
Additional info received and reported. Manufacturer reference: (B)(4).

Event description:
A healthcare professional reported that a silent nite appliance broke. It was reported that the screws are stripped. The patient received the device and began use on 05/30/2025. The patient reported the issue and ended use on 06/03/2025. No injury was reported.